Event description:
3 weeks after primary the patient complained a lateral ankle injury (minor ankle fracture). The surgical step in which the trauma has been generated is unknown. During the primary the medacta old style boot has been used.